Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was having some pain the same day as her surgery (B)(6) 2018 and went to the urgent care. The physician believed some trauma to the pocket occurred which he believed may have allowed the pocket to become infected. The symptoms had come on suddenly. The patient was put on antibiotics, but they were not effective. On (B)(6) 2018, the entire system was explanted. A culture was done but the results were not yet known. Treatment was ongoing. There was no allegation against device sterility. No further complications were reported/anticipated.